Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, an intermittent loss of capture was observed on the atrial lead as well as a drop in sensing. No patient symptoms were reported. It was determined that the lead had become dislodged. The lead was successfully explanted and replaced on (B)(6) 2015.